Event description:
It was reported that between january 2009 and july 2011, 28 consecutive patients (18 women; mean age 66 years) underwent protected carotid artery stenting for symptomatic carotid stenosis following recent percutaneous transluminal coronary angioplasty (ptca) for acute coronary syndrome (acs) that included bare or drug-eluting stents requiring uninterrupted dual antiplatelet therapy. The following abbott vascular devices were among the devices used: acculink, emboshield nav6 and accunet. Clinical outcomes were as follows: 14% death (all active smokers with ejection fractions of <40%); 1 nonfatal major stroke during the procedure; 3.5 % 30-day stroke rate; 14% myocardial infarction (all active smokers with ejection fractions of <40%); 64% carotid sinus syndrome requiring treatment (bradycardia); 25-30% instent restenosis; further coronary interventions were performed in 2 diabetic patients with a body mass index .34 kg/m2; iatrogenic bradycardia noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2009. Date of implant estimated as (B)(6) 2009. There was no reported product deficiency. The reported patient effects of bradycardia, cerebrovascular accident, myocardial infarction, and restenosis are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The emboshield nav6 and accunet devices referenced are being filed under separate medwatch reports. The additional adverse patient effect of death referenced was filed under a separate medwatch report#.